Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. The target lesion was located in the iliac artery. A 5.0x30x75cm express ld biliary stent was advanced to treat the lesion. However, during procedure, the stent slipped off the delivery system. And got lodged into the aorta. The physician then used a non-bsc snaring device and performed cut down to retrieved the stent. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: an express ld stent delivery system was received for analysis. The stent of the device was detached during the procedure and was retrieved with a snare. The stent was returned still attached to the snare that was used to retrieve the detached stent from the patient. The stent was badly damaged following retrieval. However, a review of the stent profile measurements in the electronic device history record (edhr) highlighted no abnormalities. A visual examination of the returned device confirmed that the balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. Stent crimp marks were visible on the balloon material indicating that the device was crimped correctly during manufacturing. No issues were noted with the profile of the device¿s tip. Visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This is the same case as voluntary medwatch/maude report #(B)(4) that the stent delivery system was removed intact.

Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex,describe event or problem,, other relevant history, init reporter sent to FDA updated. (B)(4).

Event description:
This is the same case as voluntary medwatch/maude report #(B)(6) that the stent delivery system was removed intact.